Event description:
It was reported that removal difficulties were encountered and shaft break occurred. A 20 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, following stent deployment, the balloon sheared off the shaft after getting stuck. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date. Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis broken into 2 sections and without a stent. No stent returned. The balloon was reviewed, there was no stent on the balloon. The balloon appeared to be have been inflated and deflated as the balloon was returned in a flattened deflated state. No damage was noted to the balloon material however some bunching was noted at the distal end of the balloon. A blood-like substance was noted inside the balloon. A visual and tactile examination of the shaft polymer extrusion found a break in the mid-shaft, 112 cm distal to distal end of the strain relief. The mid-shaft was also stretched. The break in the mid-shaft exposed the corewire and separated the distal section of the device from the proximal. A visual and tactile examination of the hypotube found multiple severe hypotube kinks. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. A 20 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, following stent deployment, the balloon sheared off the shaft after getting stuck. No patient complications were reported and the patient's status was stable.